Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. High battery impedance, causing eri (elective replacement indicator). Eri due to high battery impedance logged on (B)(6) 2010, prior to explant. Ramware version 8 installed on (B)(6) 2010. Analysis of device found that the eri is the result of high internal battery resistance.

Event description:
It was reported that the device had possible premature battery depletion and was at eri (elective replacement indicator) with high battery impedance greater than 2000 ohms. The device was explanted and replaced. No patient complications have been reported as a result of this event.